Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and lead to the pump shutting down. The customer continued to use the pump for insulin therapy. It was also reported that the pump time was incorrect, due to shutdown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose was 112 mg/dl.